Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the thread of the device dislodged from the needle connection. Surgeon used another suture device to resolve the issue. No patient injury.